Event description:
It was reported that the pt had a spectra prosthesis implanted and had the device removed due to pt dissatisfaction. The device was replaced with an ambicor prosthesis during the same procedure. No pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.